Event description:
It was further reported that the patient presented to the clinic complaining of pre-syncopal and dizzy spells. Upon interrogation, the ventricular lead had undefined impedance in bipolar configuration. Thresholds were poor in bipolar and did not capture even at high amplitude. The lead was reprogrammed to unipolar and appropriate safety margins were programmed. The lead remains in use until a lead revision can be performed. The patient is a participant in the shock-less study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The patient is a participant in the shock-less study (sls). Concomitant products: addrl1 implantable pulse generator (B)(6) 2009; 5568-53 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead was oversensing and a possible lead fracture was seen on xray. The lead was electronically abandoned, but remains implanted.